Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address occlusion alarms. System check was being performed by tandem technical support, however, the customer declined to remove site. There was no reported adverse impact.